Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient had experienced ineffective stimulation. Diagnostics indicated high impedances. As a result, the lead was explanted and replaced to address the issue. Therapy restored postoperatively.